Event description:
The device was returned to the biomedical department with a report that indicated the device alarmed with an 64-1 (I/o motor phase loss) error code. This alarm condition does not indicate a reportable malfunction. No specific pt info, device programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. However, during testing at the user facility, it was noted that the device battery was swollen. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.